Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was a loss of therapy because the ins battery was running low and the patient could not recharge it. The patient was unable to recharge the ins and it was not detected by the controller when attached to the recharger. The patient had to recharge the ins daily due to high programming. The rep tried to connect to the ins with the physician controller but it was not detectable even though they could feel it under the skin. They then tried to recharge the ins in physician mode but the patient¿s controller and recharger. They tried more than 3 times and it did not work. They tried with other devices and it also did not work. The rep then deactivated and restarted the ins and tried again with the patient¿s devices and that worked. The issue was resolved. No patient complications were reported as a result of this event. Additional information was received from the manufacturer representative (rep). The cause was undetermined. After troubleshooting the patient was able to recharge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot#/serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the stimulator was just below skin level (you can feel it very well on palpation) however the patient had a lot of difficulties to recharge: insufficient recharge signal. There was a report of bad coupling. It was reported that they tried pushing the recharger a little bit harder over the antenna and apparently it resolved the issue. The implantable neurostimulator (ins) was implanted in the abdomen and moves when the patient breaths. It was noted that they tried the recharger pushing a little bit harder over the antenna and apparently it did resolve the issue. Additional information received reported that the neurostimulator simply did not recharge even after troubleshooting. It was not certain if there was a device issue; however, the device refused to recharge despite the client using it correctly. There was no known issue with the patient that could have explained the issue and the implantation was performed normally without issue. The rep did not see an apparent reason for the inability to recharge the device. For the moment, the issue had been resolved. However, the possibility that it may occur was still possible since the real issue had not been identified.